Event description:
Device issue: guide wire separation. Time of device issue: during procedure. Adverse event: medical intervention to retrieve separated guide wire. Onset of adverse event: during procedure. It was reported that the lesion was located in the proximal right coronary artery (rca). Two non-abbott 1/6 guide catheters were used to engage the ostium of the rca, but poor support was noted. The guide catheter was exchanged to a new non-abbott guide catheter and the rca ostium was engaged smoothly. A whisper ms guide wire was advanced to the rca and a vision stent was advanced. During dilation of the vision, the whisper guide wire snapped in two. Because the guide wire snapped, the vision's soft tip was flaring. The guide wire was pulled back, but the tip remained in the rca and was retrieved via snare. The vision stent was not deployed and was removed. The lesion was treated with two non-abbott stents. The pt is stable. No pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the guide wire was discarded. The lot number was provided. Review of the device history record for this lot and all relevant info is forthcoming.